Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose in the range of 40mg/dl which was treated with food. Customer¿s current blood glucose was 292mg/dl. Customer states that transmitter did not blink and insulin alarmed cannot find sensor signal. Product will not be return for analysis.